Event description:
It was reported that this left ventricular lead showed loss of capture, upon a casual review of the patient's implantable cardioverter defibrillator (ICD) electrogram records. Technical services informed about this issue to the related sales representative for proper management of the case. Reportedly, the patient passed away a few days later due to unspecified reasons, not likely related to the ICD system performance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).